Manufacturer narrative:
(B)(4). Results of investigation: carefusion was unable to verify the customer¿s reported issue. All testing was performed using a good known test patient circuit as well as a good known ac adapter. The ventilator passed a 41 hour extended test at the customer's settings without any abnormalities. The ventilator operated properly using both internal and external power sources, no alarms noticed during bench testing. Internal inspection does not reveal any abnormalities with the ventilator. The unit passed all testing.

Event description:
It was reported by the customer that the ventilator alarmed "power failure". After reaching out to the customer, the customer gave additional information stating the ventilator would also shut off. There was no patient involvement associated with this reported issue.